Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro jaws started smoking inside the pt's leg during the procedure. When the harvester took out the device from the pt's leg, she noticed the silicon jaw boot was cracked. The hospital had already performed the pre-cautery test successfully before that. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4)